Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the pt was revised following a bone fracture. At some point two cables ruptured, however, it is unk when or which two cables ruptured.